Manufacturer narrative:
(B)(4). Generator still in use and facility not returning for investigation. (B)(4).

Event description:
Aware date on regulatory report incorrect due to incorrect keying of aware date as 5/29/2015 when it should have been 6/8/2015. This regulatory report created to correct aware date.

Event description:
Literature complaint bipolar sealer retrospective - meta analysis journal of orthopaedic surgery and research 2014, 9:92 reason for reportability: pooled results indicated that the incidence of infection was 1.04% (1/96) in the bipolar sealer group.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.